Manufacturer narrative:
(B)(4).

Event description:
The pt noticed that lately when she went into a store and pushed the shopping cart she would get a shock in her right hand that ran up her arm. It didn't happen every time, but it was getting more and more frequent. It was noted that the stimulator was implanted for her right arm and hand. Additional info has been requested, a follow-up report will be sent if additional info becomes available.